Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements on the right ventricular (rv) lead. The physician was notified and the patient was brought into the office for follow-up. During the office visit, the physician measured 25 to 30 consecutive shock and pacing impedance measurements, all of which were within normal limits. Two weeks later, the patient underwent defibrillation threshold (dft) testing with anesthesia in an attempt to reproduce the abnormally high reading reported by the home monitoring system. Once again, all lead impedance measurements were within normal limits. Subsequently, the physician was satisfied with the testing results indicating the rv lead's integrity. The patient tolerated the procedure well and was subsequently discharge at original settings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.